Event description:
Explant date provided in d6b. (Corrected information) the explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
D6b. If explanted, give date (mo/day/yr); corrected data; supplemental 01 inadvertently omitted explant date.

Event description:
The patient had full revision surgery. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with high lead impedance and has experienced pain in the distribution of the vns lead wire. Patient has been referred for surgical revision, device output was reduced but not disabled. Updated clinic notes were received indicating that the pain had continued. The physician disabled the patient's generator pending revision surgery. The physician indicates that the pain is related to the high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.